Manufacturer narrative:
On-site investigation was performed by getinge's field service engineer. The reported issue was reproduced during troubleshooting. According to received information, the nozzle unit on o2 gas module was found defective and its replacement solved the issue. The defective part and device's logs have been requested for further investigation.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration and unusual sound. There was no patient harm. Manufacturer's ref. #: (B)(4).